Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position by right femoral vein. The patient died from hemorrhagic shock on the same day of implantation. The guide sheath (gs) introduction was done without issues and no difficulty was encountered during vessel access. During the procedure, there were no abnormalities or signs of bleeding. After transfer to the ward, the inguinal vessels were checked with ultrasound, and no abnormalities were identified. An angioglide check performed in the ward immediately after the teer procedure and no oozing or other outcomes were seen. The puncture site had been closed using a proglide system. The act at the end of the procedure was approximately 300 seconds. Shortly before patient death, the patient was unstable and was transferred to the operating room for vascular surgery. However, from the time the patient showed symptoms of hemorrhagic shock, it was too late to save the it and the patient died passed away. An arterial groin bleeding, suspected to be due to an arteriovenous fistula on the same side as the gs access, was identified. As per medical opinion the fistula would have likely been present prior to the pascal procedure as such fistulas require time to develop. The root cause was not considered device related.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to this complaint event were identified. The complaint for difficult to insert device into patient resulting in tissue damage was confirmed empirically based on vascular or report. Review of patient medical report suggests a fistula had likely developed pre-procedure which is suspected to be the cause of the arterial and venous bleeding. However, the exact cause of damage that resulted in bleeding on the day of the pascal procedure is unknown. Hemorrhage requiring transfusion or intervention is a known potential adverse event related to the procedure. Additionally, the patient had calcified vessels which made it difficult to stop the arterial bleeding at the time of intervention. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per new information received, the medical report indicated the patient arrived to the emergency operating room actively bleeding from the right common femoral artery and after surgical exposure active bleeding is noted in the epigastric artery. The epigastric bleed was managed; however, the cfa bleed could not be controlled due to calcification of the vessel. The bleeding from the common femoral vein was controlled with a suture.the cfa was further exposed and a thrombendarteriectomy was performed, followed by a bovine patch. At the conclusion of the procedure, there was no active bleeding. This vascular injury was associated to the pascal procedure. The exact damage mode was unknown, but venous and arterial bleeding were present that needed surgical intervention.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, and h6 (health effect - clinical code) h11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.